Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. Moreover, the physician suspected that the growth of chronic tissue around the lead caused the increase in threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. Moreover, the physician suspected that the growth of chronic tissue around the lead caused the increase in threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory. A thorough evaluation of the lead was performed. Analysis did confirm high threshold based on the observation calcification and tissue noted on the lead at the distal coil and tip. It was also noted on the proximal coil and insulation. Furthermore, it was concluded that this was a known inherent risk based on the direct observation of calcium deposits on the tip or electrodes of the returned lead. Calcium deposits have been shown to increase the electrical resistance and thresholds of a lead and are a known risk for implanted cardiac leads.